Event description:
The customer reported that during a case while snapping an image, the system locked up and shut down. They did not capture an image. No injuries were reported. They finished the procedure on another unit.

Manufacturer narrative:
The ge service rep replaced the gib, flash nodes, reloaded cal files, and replaced the ps3 power supply. System working as intended.